Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, using a brachial approach, the stent delivery system and guide wire became stuck together and removal difficulties were encountered. The 99% stenosed lesion was located in the moderately tortuous and calcified left superficial femoral artery (sfa). A synergy balloon catheter, size unk, was used to pre dilate the lesion. The wallstent endoprosthesis with unistep plus delivery system was implanted in the lesion following pre-dilatation. Then, the physician attempted to withdraw the stent delivery system, but felt severe resistance. The stent delivery system and guide wire were stuck together and were removed as a unit. The procedure was completed with this device. There were no pt complications or injuries reported. The pt status is listed as 'good'.

Manufacturer narrative:
Eighteen years or older. It is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).